Event description:
It was reported 2 weeks after surgery, the uhr head implanted was subluxated from a constrained liner. It was reported that the surgeon implanted a non stryker stem. The patient was revised.

Manufacturer narrative:
Additional information has been requested and if received will be reported on a supplemental report.